Event description:
A trilogy evo was returned to the manufacturer's service center, where the device failed the aecm (active exhalation control module) test. There was no harm or injury reported. Upon evaluation, it was found that the 3-way solenoid valve and proportional valve (aecm) needed to be replaced to address the issue. An initial quote was sent to the customer for repairs for approvals.

Manufacturer narrative:
The reported failure of the aecm is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.